Event description:
New information noted that pacing inhibition and inappropriate mode switch was observed.

Event description:
It was reported that the right atrial lead exhibited oversensing noise. It was noted that this was unknown if this was from an insulation breach or fracture. The lead was explanted and replaced. The patient was in stable condition.